Manufacturer narrative:
The reported complaint of a leak in the quattro catheter (lot 195538) was confirmed during the functional testing of the catheter. A bonding leak was observed at the proximal end of the medial 2 balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial 2 balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot 195538.

Event description:
After smoothly placing the quattro catheter (lot 195538), it was noticed that the 500 ml nacl bag had run out. Approximately 250 ml of saline infusion into the patient is suspected. No other leakage could be detected. There was no liquid around the thermogard xp ivtm system or the patient. The dwell time was between 16-18 hours. The catheter and saline bag were replaced to continue therapy. No injury to the patient.